Event description:
This ra lead was implanted on (B)(6) 1998. A call to technical services on (B)(6) 2011 states that patient has stored episodes showing fast artifact like emi only on ra lead. Has had mode switches that last about 6 seconds, doesn't pace but does complain of feeling of heart racing. Can't reproduce noise. Will be doing patient triggered monitor to evaluate heart racing. No known electrical problem in house or any electrical therapies. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).